Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral stem. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the right hip stem was loose and subsided. Surgeon removed and replaced stem, head and liner.

Manufacturer narrative:
An event regarding stem loosening and subsidence involving an unknown implant stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for identification and evaluation. Medical records received and evaluation: insufficient medical records were received for review by a clinical consultant. Device history review: not performed as the device details provided were invalid. Complaint history review: not performed as the device details provided were invalid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as correct device identification, return of devices, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation to determine root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the right hip stem was loose and subsided. Surgeon removed and replaced stem, head and liner.